Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(6). (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with a dynamic hip screw (dhs) and plate on unknown date for femoral osteotomy. Osteotomy healed and patient was returned to surgery on (B)(6) 2016 due to patient¿s young age. While attempting to remove the lag screw, the cross portion of the dhs wrench broke off. No pieces fell into patient. Surgery was delayed approximately 5 minutes while a vice grip was retrieved. Surgeon was able to remove the lag screw using the vice grip and completed the procedure successfully with no further harm to patient. Concomitant devices reported: dhs lag screw (part number unknown, lot number unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the 338.06 dhs/dcs wrench with unknown lot number was reported to have broken at the cross portion of the device; the device itself was not returned for investigation. This complaint condition was likely caused by several years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection and drawing review were performed as part of this investigation. This complaint is confirmed. The investigation has been conducted based upon pictures of the complained device. Per the technique guide, the 338.06 dhs/dcs wrench is an instrument routinely used in the dhs/dcs dynamic hip and condylar screw system. The device was reported to have become broken at the cross portion of the device. This condition is confirmed; the weld holding the t-handle portion to the shaft of the device has broken causing the pieces to fall apart. It is likely that several years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. Excessive torque may also have been applied to the handle. The balance of the returned device appears to be quite worn though receipt of the device would be required for a more accurate determination. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction to the product investigation: from the pictures, the balance of the device appears to be quite worn; though receipt of the device would be required for a more accurate determination. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.